Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they met with the doctor and a manufacturer representative (rep) on (B)(6) 2019 because the device was not working properly. After meeting with the doctor and the rep, the patient was able to adjust their "speed" again, which resolved the issue. They reported their device is working now and their pain was resolved. They did not provide any information to explain what steps were taken to get it working nor the cause of this event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient fell from the top of their concrete steps and hit the driveway with their forehead. They got a concussion, bruises/contusions to their forehead, leg and side. Additionally, their therapy stopped working and they were in a lot of pain. The patient tried contacting the doctor's office to set up an appointment with a manufacturer representative (rep). No further complications were reported or anticipated.